Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, the pump was intermittently hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported events. The customer's blood glucose was 95 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.